Event description:
IV access attempted in pt's left forearm by nurse vein entered and blood return obtained. Drew back on needle to lock needle within safety cover. Blue plastic piece noticed just lying on pt's arm. Couldn't see clear plastic catheter. Thought it might have become dislodged from blue plastic hub that was lying loose. Immediately applied pressure to arm above IV site to prevent possible migration. Catheter not visualized on multiple xrays and not found on open exploration by surgeon. Inspection of IV package, catheter (lack of) needle and all pieces lead rptr to conclude that hub was already broken and catheter absent to start with.